Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that they had a fall in (B)(6) 2016 and their implantable neurostimulator (ins) moved. The patient's therapy was still good at the time of the report and had not changed. The ins pocket was revised on (B)(6) 2016. The ins was replaced at the time of the revision and the patient thought the "whole thing" was replaced. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.